Event description:
It was reported that during a meniscus repair surgery, t2 implant of the fast fix pulled out when the suture was tightened. The procedure was completed without delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. A visual inspection showed it was returned in the original packaging with the batch number of the complaint on the label. The t1/t2/suture were not returned. The actuator is in the pre-t1/post-t2 position. There is bio debris on the needle. The depth straw is missing. A functional evaluation showed it cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.